Event description:
This device was returned with oos documentation from biotronik representative (B)(4). Per (B)(4), this lead displayed an impedance measurement greater than 2000 ohms and high threshold measurements. This lead was replaced with a corox otw 75-bp, (B)(4).